Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, high thresholds, no capture, oversensing, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.